Manufacturer narrative:
Product ID: mc1vr01-delsys. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model #: mc1vr01-delsys, expiration date: 14-may-2020, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? Yes. Return date: 02-jul-2019. No device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 21-nov-2018. Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the physician encountered difficulties while trying to deploy the device. High thresholds and non-sustained ventricular tachycardia were observed. It was noted that disengagement of one tine occurred. The device was removed and replaced by transvenous pacemaker implant. The physician judged that a myocardial and structural issue was highly possible. No further patient complications have been reported as a result of this event.